Event description:
It was reported that quality control had observed foreign material attached to the lead. The lead did not enter the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Foreign material on the lead ring electrode of the packaged tray was observed.